Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention wherein the ipg was explanted and replaced on (B)(6) 2020. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated. During processing of this complaint, attempts were made to obtain patient weight which was not provided.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.